Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A field service engineer (fse) went to the customer site and found debris between the front bezel and touchscreen glass. The fse removed the screen, cleaned and removed the debris, and then put the device back together. The fse was then able to perform a touchscreen calibration and left the device running for 30 minutes. The fse turned the device on and off a few times and confirmed that the touchscreen issue was resolved. The investigation concludes that no further action is required at this time.